Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.

Event description:
As reported: "subject: 09-013 phs stemless ide study. Post-operative complication: instability - subluxation. Endorses subluxation/dislocation event while cutting frozen cheese. Able to self-reduce. Pain dissipated with reduction."

Manufacturer narrative:
The reported event could be confirmed based on the medical expert opinion on the available x-ray record. A review of the x-rays by the medical expert stated. ¿the device was used as intended. There is no evidence of poor bone quality. The humeral implant and reverse tray losing centered contact with the glenosphere.¿ a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation and formal medical expert opinion, the root cause is attribute most likely to a patient related factor. Most probably insufficient soft tissue tension or trauma or overexertion may also play a role. If any further information is provided, the complaint report will be updated.

Event description:
As reported: "subject: (B)(6) phs stemless ide study. Post-operative complication: instability - subluxation. Endorses subluxation/dislocation event while cutting frozen cheese. Able to self-reduce. Pain dissipated with reduction."